Event description:
The subject 86l had a number of adverse events before discharge from the hospital (discharged at 39 days post-pci). During the pci and angiojet use, she developed bradycardia and went into cardiac arrest. CPR, and noradrenaline were given. She was also intubated. These events were marked 'yes' procedure-related and 'unknown' for rt device related. After pci and while in the hospital room, she had major bleeding through the mouth and nose which lasted 2-3 days. This was marked 'yes' procedure-related and 'no' for rt device-related. Iib/iiia inhibitors use was suspended. She developed respiratory problems during pci, so she was intubated for mechanical assistance. During her stay, they tried to move her off assistance, but she failed during the first two attempts. She was able to breathe on her own after the 3rd time with a tracheotomy. She was prescribed diuretics. The respiratory were marked 'yes' procedure-related and 'unknown' for rt device related. She also developed a pseudomonas infection in 2007, and was treated with (tazolar) antibiotics. This event was marked 'no' for procedure-related and 'no' for rt device related.

Manufacturer narrative:
Event summary: a female, hypertension and hyperlipidemia requiring medications, tirofiban 11, 5 mg (bolus), developed an anterior mi treated by rheolytic thrombectomy-spiroflex, 1 stent implanted (eucatech euca sts flex, 23mm x 3.5 mm), on lad prox 100% occluded. The same day of procedure, the pt experienced significant arrythmias treated by CPR and noradrenaline, major bleeding treated by suspension of iib/iiia inhibitors, cardiac arrest requiring CPR, and intubation and respiratory insufficiency and urine infections treated also by diuretics, corticoids. The attending physician felt that the bradycardia was angiojet related. Additional information obtained: the patient did not develop cardiac arrest, although CPR was done, because of the extreme bradycardia and it was device related, without previous atropine charge. The respiratory insufficiency was a complication of the cardiogenic shock, and the patient arrived to the shock room, previous to pci, with pulmonary signs of this by the rx findings.